Event description:
A report was received that the device did not work. The patient underwent an explant procedure. No other information was provided.

Manufacturer narrative:
Additional information was received that the reason for explant was due to patient not getting pain relief from the stimulation. There was no device malfunction suspected. It was reported that the stimulator was working properly.

Event description:
A report was received that the device did not work. The patient underwent an explant procedure. No other information was provided.

Event description:
A report was received that the device did not work. The patient underwent an explant procedure. No other information was provided.

Manufacturer narrative:
Event date: (B)(6) 2015. Explant date: (B)(6) 2015. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-3138-55, serial/lot #: (B)(4)/ 430651 description: scs phiii ext 55cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to lead was causing her pain and discomfort in the back where it was placed. The device was not working. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.